Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (dec 2019 through nov 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during a cardiac surgical procedure, the cs100 intra-aortic balloon pump (iabp) shutdown. It was also reported that the user restarted the unit and was able to use it safely. Further, the machine was changed at 15:00 hours to see what was important. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Cleaning was performed inside the console and the connecting part. Routine preventive maintenance (pm) was performed and the pneu luer, safety disk, and battery were replaced as part of the pm. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The name of the initial reporter is unavailable, at this time. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a cardiac surgical procedure, the cs100 intra-aortic balloon pump (iabp) shutdown. It was also reported that the user restarted the unit and was able to use it safely. Further, the machine was changed at 15:00 hours to see what was important. No patient harm, serious injury, or adverse event was reported.